Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery or occlusion alarm noted.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value of 500mg/dl. The customer blood glucose level was unknown at the time of incident and the current blood glucose level was 398 mg/dl. The customer was treated with insulin pump for high blood glucose level. Customer reports no visible insulin pump damage also drive support cap appeared to be normal. Assisted customer to perform self-test and displacement test and it was passed. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. The insulin pump will not be returned for analysis.